Event description:
Initial reporter indicated that their handheld computer containing 7.1 programming software keeps freezing on the interrogation successful screen. The handheld and software is at the manufacturer pending completion of product analysis.